Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. D4: batch # z70524. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon receipt, the er420 device was visually inspected. A clip was found in the jaws and was removed to allow inspection of the jaw assembly. The jaws were observed to be misaligned; no other obvious external damage was noted. Due to the misaligned jaws, the device fed and formed twelve (12) scissored clips. Misalignment of the jaw assembly prevented correct clip formation and produced multiple scissored clips during cycling. The event reported was confirmed and is related to improper use of the device. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of the quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch z70524 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4: batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, 2 clips scissored when fired. No further details were provided. No patient consequences reported.